Manufacturer narrative:
Additional information is provided to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the uterine septal resection maneuver an instrument fragment detached and was recovered inside the uterine cavity. Upon extraction of the instrument, it was realized that the proximal part had desoldere. No negative impact on the state of health of the patient reported.

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission.

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID (B)(4).

Manufacturer narrative:
According to the customer's description, an unspecified part of the resectoscope sheath came loose during the procedure and fell into the patient's uterus. The part could be tracked down again in the uterus during the operation and removed. After removal of the separated part of the sheath, it is described as a desoldered part'. One possible cause of this can be improper reprocessing. The instructions for use indicate the correct handling and the reprocessing methods and media to be used. Since the resectoscope sheath was not returned to karl storz tuttlingen, it is not possible to determine how often it was used and whether it is worn out. Therefore, a more detailed investigation cannot be carried out. Based on the facts given, we assume that it was a case of incorrect use. If the item is nevertheless returned to us and it is possible to examine the item that is the subject of the complaint, the report will be reopened, and the examination results entered. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The product was returned to the manufacturer on january 8, 2025, for investigation. An examination of the returned article 27050xa confirmed the customer's description of the defect.the proximal shaft had detached from the holder, resulting in a break. Additionally, fragments had separated from the diagonal struts. Following consultation with the responsible designer, it was determined that this type of damage cannot occur during normal use, as the inner shaft is permanently installed in the set. Therefore, it is likely that the item sustained mechanical impact during use. Furthermore, since the item was manufactured in 2019 and has undergone multiple reprocessing cycles, material fatigue may have contributed to its failure.the article 27050sl was not submitted for inspection, suggesting it remained undamaged. No serious public health threat has been reported. There have been no reports of death, unexpected serious deterioration in health, or injuries to the patient, user, or any third party.consequently, the reported issue does not meet the criteria for a serious incident and is therefore not reportable. The event is filed under internal karl storz complaint ID: (B)(4).